Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). Qc was performed and was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with sodium (na) assay on a cobas pro ise analytical unit. Sample 1: initial result: 109 mmol/l. Repeat result: 140 mmol/l. Sample 2: initial result: 120 mmol/l. Repeat result: 140 mmol/l. The results were questioned by the physician. The samples were then repeated. The repeat results were deemed to be correct. The repeat results were blocked due to the laboratory's internal validation.

Manufacturer narrative:
The field service engineer inspected the analyzer; no issues were found. After service, no further issues were reported by the customer. The cause of the event could not be determined.